Event description:
It was reported that the size 8 percutaneous tracheostomy tube broke at the head to the flange. The tracheostomy tube had been in the patient for 3 days. The patient was heavily sedated and the event happened when they turned the patient or changed out the inner cannula. The 8 percutaneous tracheostomy tube was replaced with an 8dct tracheostomy tube.

Manufacturer narrative:
The size 8 percutaneous tracheostomy tube lot number 0806000049 was received for evaluation. The failure observed in the sample is the snap head separated form the outer cannula. The failure is confirmed.